Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was venous return in the tubing of a small volume folfusor. The venous return was observed during patient infusion. The device had been filled with 2100mg 5-fluoruracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from november 6, 2019 - november 8, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. During fill, no evidence of leak was observed. After fill, the device was being monitored until the next day no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.